Manufacturer narrative:
Visual inspections and results: cartridge batch number: j44r8e. Cartridge position: loaded. Casing position: back. Hook shroud condition: good. Instrument serial number: 542. Lockout slide position: unlocked. Number of staples returned in cartridge: none. Retaining pin position: forward. Safety position: unlocked. Trigger position: open/unlocked. Functional tests and results: hook shroud condition: good. Indicator function properly: yes. Lockout slide tip condition: good. Safety disengage properly: yes. Based on the info received and the visual and results, no conclusion could be reached as to what may have caused the reported incident. The batch history records were investigated and there were no anomalies noted for missing staples during manufacturing. It should be noted that a 100% visual inspection takes place during manufacturing to ensure that all staples are present prior to shipment. Manufacturing and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.

Event description:
It was reported the device was used during a low anterior resection procedure. It was reported by the affiliate that the device was empty (no staples). It was reported by the affiliate that there was no staple line after the device was fired. There was no patient consequence.